Event description:
In the process of contacting the pt to inform them that their generator may be nearing end of svc, it was discovered that the pt had expired. The cause and exact date of death are unk at this time. Attempts to obtain add'l info have been unsuccessful to date. The pt's family member would not give any details regarding the pt death. Follow-up with pt's last known physician revealed that she was no longer the pt's treating neurologist at the time of death. Last known physician reported that she believed that the pt had been hospitalized for status epilepticus and that during the pt's hospitalization, pt's family members decided to withdraw life support and pt died. It is unk whether the pt's ncp system was explanted. There is no allegation of device deficiency. There is no indication that the vns therapy caused or contributed to the event.